Manufacturer narrative:
The t:slim x2 user guide states, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset and stopped insulin multiple times over the past few weeks. Review of the pump data by tandem technical support showed that the pump did not reset however, the customer had received auto-off alarms. Reportedly, the customer had not interacted with the pump during the duration of the 12 hours the safety-feature is set for. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the auto-off safety feature with the contact. The contact turned off the auto off safety feature.